Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm after bolus on the insulin pump. The customer's blood glucose level was 543 mg/dl. The customer was treated with manual injections. The customer was hospitalized. The troubleshooting was performed. The customer insulin pump will be replaced due to motor error.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received missing the end cap sticker and had minor scratches on the display window.